Manufacturer narrative:
Combination product: yes. The complaint instrument was not returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The films show a dislodged stent in the proximal rca. The stent is dilated with a balloon and a second stent is implanted in the target lesion. The actual complaint event is not visible in the angiographic material provided. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations no manufacturing related root cause was determined. It should be noted that, according to the corresponding IFU, pre-dilatation of the lesion is mandatory.

Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was chosen for treatment of a moderately calcified lesion (100 percent stenosis degree) in the moderately tortuous mid rca. During attempt to advance the device to the target lesion, the first bend proximal to the lesion could not be passed. After withdrawal it was noticed that the stent was dislodged. The stent was adapted to the vessel wall with a balloon.